Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit received moisture damaged at motor. Unit received with minor scratched display window. Unit received with cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had drops all over the screen and may have been exposed to moisture. The customer reported trying to dry the device, which did not work. Blood glucose level at the time of the incident was 173 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.